Manufacturer narrative:
Additional information: the reported field event of oversensing and insulation anomaly was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead noted two external abrasions breaching the outer insulations and exposing the outer coil. One of the abrasions was consistent with lead friction to the device can, while the other was consistent with lead friction to another device or feature of the heart. All other damage was consistent with that occurring at time of explant.

Event description:
It was reported that oversensing and insulation damage were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient's condition was stable following the procedure.